Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is jka.

Manufacturer narrative:
Date of event unknown: the date of notification has been used for this field. Initial reporter phone number: unknown. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for needle detaching from pronto holder with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for needle detaching from pronto holder was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was unable to duplicate or confirm the customer's indicate failure mode.

Event description:
It was reported that eclipse needle often detaches from the bd vacutainer® pronto¿ quick release holder. There was no report of serious injury or medical intervention.